Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the rep ran routine connectivity and impedance check during an appointment. The impedance check showed that contact 1 had no connection to battery and high impedance over 40,000 ohms. The patient denied falls or trauma since surgery. The rep used low density settings to map out the system. The patient felt stimulation in all painful area without using contact 1. The rep gave the patient 3 groups. The patient had stimulation coverage in all painful areas. Since the stimulator was just turned on today, the rep would follow up with the patient to find out if patient is getting pain relief from stimulator.